Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during routine generator change-out procedure, slight externalized conductors were observed under fluoroscopy. Lead was electrically normal, so it was re-used. The patient was stable and asymptomatic.